Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 29.2 mmol/l with nausea, frequent urination, and shakiness. The reporter indicated that the patient received an empty cartridge alarm while at school (time of issue unspecified) and the patient attempted to change the cartridge, site, and set at approximately 4:30 pm. When the patient attempted to replace the supplies, the pump emitted a call service cs 064 alarm. The reporter indicated that the patient attempted to reboot the pump to clear the alarm but received repeated replace battery alarms, even after replacing the battery. This event is reported based on the allegation that the patient was hospitalized for hyperglycemia which may have been contributed to by a call service alarm and frequent replace battery alarms.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box showed that the pump emitted an alarm on (B)(6) 2015 which was not confirmed for 8 hours. The pump history showed evidence of multiple replace battery alarms occurred related to a depleted battery. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without power issues or alarms. The pump current draws were tested and were found to be within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump was opened and there was no evidence of intermittent conditions.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.